Event description:
It was reported that during a procedure a map shift occurred. There was no warning message observed on the carto system in relation to the shift. The map shift did not happen during rf ablation. Both the magnetic catheter and the acl catheter moved relative to the map, approximately 5-6 mm in the same direction. The case was completed. No patient consequence was reported.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a procedure a map shift occurred. There was no warning message observed on the carto system in relation to the shift. The map shift did not happen during rf ablation. Both the magnetic catheter and the acl catheter moved relative to the map, approximately 5-6 mm in the same direction. The case was completed. No patient consequence was reported. The log files and recordings were sent to the manufacturer for investigation. It was noted that there were strong metal values on the catheter and in part of the patches. Many times the catheter reached the suboptimal threshold of 8. Step wise from the change in metal patch values it appeared like there was (B)(6)'s high metal values, however the catheter values were much higher. On other parts the catheter metal value rose by itself. This issue was related to the sid poster and patient setup. The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution.